Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During preparation for a medical procedure, the hospital staff noticed that a stainless wire was coming out of the tip of a neuron 6f 070 delivery catheter (neuron 070). The damaged neuron 070 was found prior to use and was not used for the procedure. The procedure was completed using a new neuron 070.